Manufacturer narrative:
Additional information received alleged the patient experienced a cardiac event. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Additional inquiries will be sent to the reporter to clarify the occurrence date. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-10358 and 1225714-2014-10359.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2007 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.